Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, delamination and wear abrasion. Leak test was performed and found opening on anterior and delamination on diaphragm valve assessed as adhesive failure. A microscopic analysis was performed which identified delamination and striated opening on anterior side, consistent in the use of some surgical tool.

Event description:
Health professional reported right side deflation. Device was explanted.